Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg. As such, the ipg was explanted and replaced to address the issue.